Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels were in the 300 mg/dl range, which was addressed with a correction bolus delivery. Reportedly, the customer was able to load a cartridge successfully.